Event description:
The hospital reported that the adu shut down without alarms during a case. The anesthesia machine was swapped out. There was no reported pt injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.